Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a pulsed field ablation (pfa) procedure to treat an atrial fibrillation a farawave pulsed field ablation catheter was selected for use. During preparation, the guidewire could not be loaded as usual, but the physician was able to insert it through the distal end without difficulties. Once during the procedure, a spline planarity issue occurred after ablating the left superior pulmonary vein (lspv). The physician was able to ablate the left pulmonary veins and posterior wall without further issues. However, there was difficulties wiring and maneuvering into the right sided veins. The catheter was replaced and the procedure was completed successfully. No patient complications were reported. The device is expected to return for laboratory analysis.